Event description:
Report received from a homecare pt that the pump stopped infusing and shut off. The homecare pt was receiving an unspecified antibiotic. The customer dispensed in one solution bag, 24 hrs worth of antibiotic. The customer could not recall the concentration or the volume of the antibiotic. The pump settings were not specified. It was reported that the homecare pt called the customer and stated that the pump had stopped infusing and shut off. The homecare pt could not recall if the pump gave an audible alarm or displayed a message prior to shutting off. The customer took a replacement pump out to the homecare pt and the antibiotic was resumed. It is estimated that the homecare pt may have had a 1 to 2 hr interruption in their antibiotic delivery. The pt did not experience any adverse effects. Though requested, no further info was available.